Manufacturer narrative:
The following fields were updated due to additional information: d4: lot#: 19065579. D.4. Medical device expiration date: 06-06-2024. H.4. Device manufacture date: 06-06-2019. Investigation conclusion: a 10012241 sample was not available for investigation of this feedback; however the customer indicates leakage was observed from the connection of a texium and a smartsite. Further information provided by the customer indicates that the leakage was observed approximately 10 minutes into the infusion. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot: 19065579 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 10012241 product.

Event description:
It was reported that chemo leaked from between the texium closed male luer with female cap and the smartsite connector. The following information was provided by the initial reporter: "on 3 separate occasions, it has been noted that the join between a texium connector (attached to an elastomeric pump) and a smartsite connector (attached to a port needle) has leaked chemotherapy."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that chemo leaked from between the texium closed male luer with female cap and the smartsite connector. The following information was provided by the initial reporter: "on 3 separate occasions, it has been noted that the join between a texium connector (attached to an elastomeric pump) and a smartsite connector (attached to a port needle) has leaked chemotherapy."